Event description:
The user received a questionable troponin t result for one patient sample from the cobas e411 analyzer. The initial result was 7.79 ng/ml which was considered abnormally high. Since the result was unbelievable, the tech requested a new sample from the patient. The original sample was repeated and gave a result of < 0.01 ng/ml. The result for the patient was edited to be < 0.01 ng/ml and was reported outside the laboratory. No adverse events were alleged regarding this discrepancy. The troponin t reagent lot number was not provided.

Event description:
It was further reported that the index procedure treated a de novo lesion with reference vessel diameter of 2.75mm, length of 16.0 mm, and visually 75% stenosis with pre-dilatation and post-dilation. Residual stenosis became 0% and timi-3 flow kept through the index procedure. The patient was discharged without complications 3 days post procedure on byaspirin and plavix.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. The field service representative did not find any issues with the instrument. Performance tests and quality controls were within specification. Additionally, the alarm trace was provided for investigation and no issues were found. Based on information provided, the customer is using a centrifugation time that is too short. This can cause falsely elevated results. The falsely elevated result was not reported outside of the lab. The patient was not adversely affected.